Event description:
Following a diagnostic procedure, an angio-seal device was deployed without difficulty. A pre-placement angiogram was performed and the vessel appeared suitable for device deployment. Subsequently, the pt lost the peripheral pulse to her right leg. The physician, using the contralateral groin site, attempted to utilize a snare, fogerty balloon, and a clot buster to remove the vessel occlusion. Surgery was not required. An angiogram following the procedure revealed that the flow was improved with return of the peripheral pulses. The pt did well following the procedure. The pt is to have an endarterectomy at a later date and the physician may explore the groin at that time.